Event description:
Reportedly, the physician is suspecting a lead issue and is planning to perform a re-intervention for the lead on (B)(6) 2017. The physician requested a longevity estimation for the subject ICD, in order to decide whether the ICD also needs to be replaced. Preliminary analysis results showed that based on available data, a defibrillation lead issue or lead/ICD connection issue is suspected. Recommendations were provided on april 20th, 2017: if it is not possible to wait 24 hours after shock deactivation prior to lead revision, then the lead revision may be performed as scheduled and the ICD may be replaced prophylactically during the same procedure since the battery status is unknown. Reportedly, the re-intervention was performed on (B)(6) 2017. The lead was abandoned and a new lead was implanted. The subject ICD was also replaced and was returned for analysis.

Event description:
Reportedly, the physician is suspecting a lead issue and is planning to perform a re-intervention for the lead on (B)(6) 2017. The physician requested a longevity estimation for the subject ICD, in order to decide whether the ICD also needs to be replaced. Preliminary analysis results showed that based on available data, a defibrillation lead issue or lead/ICD connection issue is suspected. Recommendations were provided on (B)(6) 2017: if it is not possible to wait 24 hours after shock deactivation prior to lead revision, then the lead revision may be performed as scheduled and the ICD may be replaced prophylactically during the same procedure since the battery status is unknown. Reportedly, the re-intervention was performed on (B)(6) 2017. The lead was abandoned and a new lead was implanted. The subject ICD was also replaced and was returned for analysis.